Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of a blank display from the insulin pump. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.

Manufacturer narrative:
The insulin pump was monitored for 24 hours and no blank display was noted. All operating currents were within specification and the insulin pump passed the self test. No unexpected low battery or off no power alarm was noted. No damage was noted to the isolation tape. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.